Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
When I removed it, half of tampon broke off inside of me [foreign body in reproductive tract]. When removed, half the tampon broke off [complication of device removal]. (Obgyn removed tampon pieces)...which was uncomfortable- vagina [vulvovaginal discomfort]. Cramping - vagina [genito-pelvic pain/penetration disorder]. Tampon broke off, semi disintegrated into multiple pieces [device breakage]. Consumer contacted via e-mail and stated that when she removed the tampon, half of it broke off inside of her. She reported her doctor said the tampon had semi disintegrated and there were multiple pieces still inside. No serious injury was reported.